Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 600 mg/dl at the time of incident. Customer was having issues with the meter not communicating to the pump. Customer treated with insulin pump. Troubleshooting was performed. The product will not be returned for analysis.

Manufacturer narrative:
Insulin pump was programmed with test glucose meter. Insulin pump communicated properly and recorded the value properly from glucose meter. Unit meter feature working properly during testing. Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump functioning properly.